Event description:
It was reported that during a laparoscopic hemocolectomy procedure, one device cut but did not staple and the other device cut but the staples didn't form. The anastomoses opened. Another device was used to complete the procedure. The procedure was extended by 60 minutes.

Manufacturer narrative:
Date sent: 04/06/2009. Info anticipated, but unavailable at this time.